Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Concomitant medical products: 429888 lead, implanted (B)(6) 2013; 5076-52 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device showed there was less than one month of battery remaining, but the battery voltage measured 2.97v and the devices was not near to the recommended replacement time (rrt). The device remains in use. No patient complications have been reported as a result of this event.